Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses enzymex l9 detergent to suctions water out of the instrument channels. During manual cleaning, the customer used asept in med brush to brush the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using anioxyde 1000. The scope was stored in a plasmatyphoon dryer and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, key top 1 incised/cuts, distal end cover insulation less than threshold, charged coupled device cover lens scratched, bending section rubber glue separated, connector corroded, and up/down/left/right knob angulation less or specified value. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 10 colony forming unit (cfu) of coagulase-negative staphylococci and 2 cfus of bacillus spp on (B)(6) 2022, tested positive for 29 cfus of pseudomonas aeruginosas on (B)(6) 2022, and tested positive for 14 cfus of e coli on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for air/water channel or auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation from the device instructions for use (IFU) caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.